Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous proximal left anterior descending artery. The physician advanced guide wires and then the 1.5x15mm apex balloon was advanced to the lesion, but was difficult to cross the lesion. The physician pushed the balloon catheter, and then the catheter managed to cross the lesion. The physician inflated the balloon to six atmospheres, however, the balloon was not inflated and blood flowed into inflation device. The physician changed the apex balloon to non bsc balloon. That balloon ruptured similarly. The pre-dilatation was completed with a non bsc balloon and apex 2.0x15mm balloon. The patient status is listed as good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).